Event description:
Baxter (B)(4) received a report that an infusor leaked between the stress member and the tubing after filling. The device was filled with a solution of fluorouracil and saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. Upon sample receipt, the device contained 120 ml of fluid in the reservoir. Visual inspection of the sample noted leak (backflow) from observed at the fill port. Visual examination of the disassembled unit revealed the root cause of the leak was a 0.4-mm and 0.7-mm particle of glass trapped under the check band. The glass fragments were introduced into the fluid pathway during fill without the use of a filter. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.